Manufacturer narrative:
The end user provided lot traceability. A review of the manufacturing records relative to the material, assembly and inspection revealed no anomalies. The device is not expected to be returned for evaluation, at this time an exact cause for this incident cannot be determined. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor: "during delivery of sapien 3 26mm, when the sapien was forcibly pushed near the valve, this device and delivery system got stuck, so it was removed from the patient's body together with the system. This device could not be taken out with sapien even outside the patient's body, and since investigation was requested to edward corporation together with the system, the concerned device will be sent." The procedure was reportedly completed with another of the same device.